Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator is getting low peep (positive end expiratory pressure) alarm. When vent is set to 6cmh2o it reads 3cmh2o on the screen and 4cmh2o on the analyzer. At this time, there's was no information of patient involvement reported from this event.